Manufacturer narrative:
(B)(4). Observations: based on the photo evidence it appears that the device may have been subjected to off center loading of the tissue whereby the thickest portion of the tissue did not allow the device to completely fire or caused the device anvil to deflect enough that the staples could not form. Conclusion: based on the photos provided, the event description can be confirmed. Unfortunately, the photos alone cannot determine the root cause of the issue. Hands on device analysis may produce the evidence necessary to determine root cause.

Manufacturer narrative:
(B)(4). Additional information was obtained: the procedure was a low anterior resection. Upon activation of the device, both the surgeon heard a very faint "crack" (audible feedback of the device). He removed the device from the patient and, at that point, realized that the re-anastomosis was not done. In order to complete the procedure, he used a second cdh and successfully completed the anastomosis. Patient is fine and was discharged.

Manufacturer narrative:
(B)(4). Batch # l54v6r. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no washer was returned for analysis. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: it was reported by the rep that during a sigmoidectomy procedure, the surgeon observed the device did not properly close down (form) the staples and had to repair the anastomosis by hand to complete the surgery. Procedure was extended between 30-60 minutes. There was no adverse impact to the patient.

Event description:
It was reported that during an unknown procedure there was an unknown problem with the device. No further information is known at this time.